Event description:
During a lead revision procedure, the physician explanted the entire system as the pt was experiencing charging difficulties. The physician did not believe, there was anything wrong with the device. The pt was doing well after the procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.